Event description:
The customer reported that the "shock" option was displayed on screen when switched internal paddles were plugged in. The "charge" option should have been displayed, not the "shock" option.

Manufacturer narrative:
The issue was localized to a failed paddle set. The failed internal paddle set was evaluated at philips and the symptom verified. Replacing the internal paddle set resolved the reported issue.